Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed due to the front response button cable being cut, causing fault. The cause of the non-functional response buttons is the damaged cable. In addition, contamination was found on ca board component j502, causing a pulse test relay. The root cause of the cut cable was physical abuse. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.